Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that down arrow button of the insulin pump had to be pressed twice. Customer's blood glucose level was unknown at the time of incident. Customer stated that front screen was diminished and had cracks, insulin pump rejected new batteries, no delivery alerts and made louder noise during settings. The insulin pump will not be returned for analysis.